Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) shown no issues. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to bubbled downstream occlusion (dso) seal. As a result, the dso seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional and delivery tests performed after repair activities were completed

Event description:
The customer was reported that the device was showing error 46440 found during preventive maintenance. Evaluation of the returned device was confirmed the reported issue during testing; this would cause interruption of therapy during use.